Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient(pt) called back stating he's been working on this with several agents and still cannot connect and only gets no device found. Agent had pt reset and still continues to get no device found. Pt confirmed all was charged. Agent sent request to repair for communicator.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID tm91scs2 serial: (B)(6); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was pt reported that they cannot connect to the therapy screen; pt added that issue started about a week ago. Pt reported that they already spoke with 3 mdt reps about the issue, went with troubleshooting steps but did not resolve the issue; pt was told by the mdt reps that the communicator should be replaced. Pt said they have charged both the communicator and handset. Agent had pt reset the communicator, close all apps on the handset, turn on turn off airplane mode and turn off turn on bluetooth; pt scanned the qr code on the communicator, reported communicator not found message. Agent had pt reset the communicator again and restart the handset; pt confirmed location is on. Pt confirmed blue and green light after powering on the communicator. Pt accessed mystim app, reported service code: 310 ¿ connection interrupted message, then communicator not found message. Agent had pt check the implant (ins) charge using the wireless recharger. Pt mentioned that they did not charge their ins because 'it would continually shock' them; pt added that without any way to control the stimulation, they will not charge the ins. Agent explained that the since the ins battery was already depleted, the stimulation will not turn back on if they charge their ins. Pt said that they will charge the ins up to 20% and will call back tomorrow for further troubleshooting.